Event description:
The customer reported to siemens that they obtained an erroneously elevated loci high sensitivity troponin I (tnih) result on a patient sample on a dimension exl with lm system. The erroneously elevated result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original dimension exl with lm system twice. Lower reprocessed results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated loci high sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated loci high sensitivity troponin I (tnih) result on a patient sample obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples, indicating that the tnih assay was performing acceptably. Calibration and system check were acceptable. There were no dimension exl with lm system errors observed, and the issue was resolved by reprocessing the same sample. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.